Event description:
It was reported "during the coronary bypass procedure, it was decided to stop the counter-pulsation, which up to that moment had not provided any problem and only a few minutes after shutdown it was detected rupture of the intra-aortic balloon and loading of blood material along the entire helium line up to the connection with the machine ". Another catheter was not inserted. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the coronary bypass procedure, it was decided to stop the counter-pulsation, which up to that moment had not provided any problem and only a few minutes after shutdown it was detected rupture of the intra-aortic balloon and loading of blood material along the entire helium line up to the connection with the machine ". Another catheter was not inserted. The patient's current condition is unknown.